Event description:
The product was returned for investigation. An investigation was done into the customers complaint, and the inspector observed that all components of the product were working except for a burn at the butterfly of the cord. This is likely due to excessive flexing of the cord over an extended period to time. The inspector determined that this was the cause of the issue. Additionally, the customer used the product by sitting on her couch with the heating pad behind her. The customer was misusing the product. The IFU states "do not sit on, lie on, or crush pad."

Event description:
Customer stated "she was sitting on the couch with the pad behind her and saw flames coming from the cord." The product has not been returned for investigation. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. The customer used the product by sitting on her couch with the heating pad behind her. The customer was misusing the product. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Without product, bce cannot investigate further. Customer did not claim any injury.